Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved after the customer followed a pump reset procedure provided by technical support, and the customer was advised to wait 20 minutes before starting a new sensor session.